Event description:
Physician was using hpc-3 huibregtse triple lumen needle knife during a procedure. The needle knife dropped off and fell into the pt. Physician visualized it and was able to remove it using forceps through the egd scope. No pt injury or extra procedure or recovery time needed. FDA safety report ID# (B)(4).